Event description:
On 29/apr/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025. The patient was reportedly diagnosed with a yeast infection, which led to the removal of his pd catheter (not a fresenius product). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain, cloudy peritoneal effluent fluid, nausea, and vomiting. The patient was admitted, and a peritoneal effluent fluid culture was collected and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with diflucan (dose, route, duration, frequency not provided). The patient¿s peritoneal effluent fluid culture results returned positive for candida parapsilosis (fungal infection), and the patient¿s pd catheter was removed. Although the access type is unknown, the patient was transitioned to hemodialysis (hd) permanently. Per the pdrn, the cause of the fungal peritonitis is unknown, however the patient is recovering from the serious adverse events. Based on the documentation provided by the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, nausea and vomiting, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the etiology of the serious adverse events is unknown; therefore, causality cannot be determined. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s). Based on the information available, the liberty select cycler and liberty cycler set utilized by the patient can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Manufacturer narrative:
Additional information: h6 health effect - clinical code.

Event description:
On 29/apr/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025. The patient was reportedly diagnosed with a yeast infection, which led to the removal of his pd catheter (not a fresenius product). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain, cloudy peritoneal effluent fluid, nausea, and vomiting. The patient was admitted, and a peritoneal effluent fluid culture was collected and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with diflucan (dose, route, duration, frequency not provided). The patient¿s peritoneal effluent fluid culture results returned positive for candida parapsilosis (fungal infection), and the patient¿s pd catheter was removed. Although the access type is unknown, the patient was transitioned to hemodialysis (hd) permanently. Per the pdrn, the cause of the fungal peritonitis is unknown, however the patient is recovering from the serious adverse events. Based on the documentation provided by the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s).

Event description:
On 29/apr/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025. The patient was reportedly diagnosed with a yeast infection, which led to the removal of his pd catheter (not a fresenius product). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain, cloudy peritoneal effluent fluid, nausea, and vomiting. The patient was admitted, and a peritoneal effluent fluid culture was collected and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with diflucan (dose, route, duration, frequency not provided). The patient¿s peritoneal effluent fluid culture results returned positive for candida parapsilosis (fungal infection), and the patient¿s pd catheter was removed. Although the access type is unknown, the patient was transitioned to hemodialysis (hd) permanently. Per the pdrn, the cause of the fungal peritonitis is unknown, however the patient is recovering from the serious adverse events. Based on the documentation provided by the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.